Manufacturer narrative:
9615332-2017-00125 is associated with argus case (B)(4), biotene dry mouth gentle oral rinse mild mint solution.

Event description:
The consumer swallowed some of the product by accident [accidental device ingestion]. The consumer's throat burned when he swallowed [throat burning sensation of]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) -year-old male patient who received glycerin (biotene dry mouth gentle oral rinse mild mint solution) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included ill-defined disorder. On an unknown date, the patient started biotene dry mouth gentle oral rinse mild mint solution. On (B)(6) 2017, an unknown time after starting biotene dry mouth gentle oral rinse mild mint solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and throat burning sensation of. The action taken with biotene dry mouth gentle oral rinse mild mint solution was unknown. On an unknown date, the outcome of the accidental device ingestion and throat burning sensation of were unknown. It was unknown if the reporter considered the accidental device ingestion and throat burning sensation of to be related to biotene dry mouth gentle oral rinse mild mint solution. Additional details: this adverse event information was received on (B)(6) 2017. The consumer was calling about biotene oral rinse mild mint and the consumer's daughter stated that the consumer swallowed some of the product by accident. He was taking a pill and he had a disorder and thought it was water. The consumer's daughter stated that they did not know how much he ingested. The consumer's daughter stated that the consumer's throat burned when he swallowed.